Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from 2 patient samples processed on a vitros system compared to a unknown, non-vitros method. The most likely assignable cause for the higher than expected vitros ipth results for the patient samples is unexpected ipth reagent performance. Ortho product correction notice cl2016-196 and follow-up cl2016-220 informed customers that the suggested reference interval for vitros ipth is no longer supported due to the identification of a positive bias of approximately 20% for samples with intact pth concentrations 12 to 137 pg/ml compared to an alternative commercially available method. The FDA (B)(6) office was notified of this issue on 13 october 2016. Refer to report number 3007111389-10/13/2016-001-c. (B)(4).

Event description:
A customer obtained higher than expected vitros ipth results for two patient samples compared to an unidentified, non-vitros method. Patient sample 1: 100 pg/ml versus expected result of 30 pg/ml. Patient sample 3 used for correlation study: 54.8 pg/ml versus expected result of 38 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth result (100 pg/ml) was reported from the laboratory, however there were no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).